Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of unexpected restart alarm, signal too low alarm and displayable history crc check failed at startup. The customer's blood glucose level was 16 mmol/l at the time of the incident. The customer stated that the buttons were not responding. The customer stated that a temporary basal was not programmed before the unexpected alarm. The product was not returned for analysis.

Manufacturer narrative:
Device was received with no button response due to unlocked lcd keypad connector. Unable to verify a17, a21, a47 alarm and perform self test and displacement test due to no button response. (B)(4).